Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR. The customer further reported that the event occurred on (B)(6) 2020. No further information was available. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the following: the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation; therefore, the cause of the reported event cannot be determined. However, the investigation is ongoing. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The sales representative was informed that during installation, an error code (e433) occurred when the the high frequency electro-surgical generator unit was powered on. No patient involvement was reported.